Event description:
It was reported that a v.a.c. Therapy pt had a piece of black foam dressing left in a wound over an undetermined period of time and that surgery was required to remove the dressing piece.